Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer reported that the screen was still functional after it was cracked; however, it became unresponsive after a month. The customer's blood glucose was 192 mg/dl at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.